Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-ray review states that there is malposition of the femoral component in an extended position with significant femoral notching also seen. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the part number and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, during post-op recovery, x-rays indicated the femoral was seated in an extended position, leading to impingement on the tibial tray. The patient was revised to a revision system.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial insert, catalog#: ni, lot#: ni. Unknown tibial tray, catalog#: ni, lot#: ni. Foreign report source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.